Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an integrity stent. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected and negative prep preformed with no issues noted. It was reported that during the procedure and while attempting to cross the target lesion, a break/ fracture occurred and a detached portion of the device remains in the patient. It was reported that a new implant was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.